Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 10 atmospheres for 10 seconds. The device was simply pulled from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.